Event description:
On (B)(6) 2009, pt reported his infusion device was exposed to water. He stated this was "sometime over the summer" and he went swimming (intentionally) in a pool. Pt reported he typically disconnects to shower. Advised pt infusion device is not waterproof and is only protected against accidental water splashes. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.